Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) exhibited an increase in power consumption which triggered high watt alarms on the controller and pump thrombus was suspected. It was decided since the patient had a good ejection fraction (ef) and some recovery to turn the vad off and to disconnect the controller from the driveline. The patient was doing well and is being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that both controllers passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, serial port, and pump connector part of the controller, likely due to handling of the device. An internal inspection did not reveal any abnormalities. Failure analysis of (B)(6) revealed that the controller passed external visual inspection. Internal inspection of (B)(6) revealed a crack on the standoff post within the controller housing. The observed contamination and standoff post cracks on the returned controllers are additional findings not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the primary controller in use and (B)(6) was the backup controller. Of note, (B)(4) was loaded with a software containing an unapproved pump start algorithm. Log file analysis revealed a sudden increase in power consumption and estimated flows on (B)(6) 2024 followed by a decrease in power consumption and estimated flows leading to parameters below normal operating range. Furthermore, additional increases and subsequent decreases in power consumption and estimated flows were observed since on (B)(6) 2024. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 11:39:09, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported decommissioning of the pump. As a result, the reported high power event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2023 / serial#: (B)(4), d9: yes, return date: 20-march-2024, h3: yes, h4: mfg date: 08-apr-2022, h5: no, d1: controller, d4: model#: 1420 / catalog#: 1420 / expiration date: / serial#: (B)(4), d9: yes, return date: 20-march-2024, h3: yes, h4: mfg date: 06-june-2023, h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ventricular assist device (vad) exhibited an increase in power consumption which triggered high watt two controllers were returned to the manufacturer. Manufacturer's analysis subsequently revealed an environment and mechanical problem were identified.